Event description:
While setting up for upcoming case, alcon accurus vitrectomy machine-- noted a failure in the air supply. Several attempts were made to correct the problem from all connections. Biomedical services was called, and they also tried to correct the problem. Biomedical services called the alcon tech support, which talked biomedical services through steps to correct the problem. Surgery was delayed for one and a half hours.